Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right inferior epigastric artery using a px slim delivery microcatheter (px slim). It was noted that the patient's anatomy was tortuous. During the procedure, while attempting to advance the px slim through a non-penumbra guide catheter, the physician experienced resistance and subsequently, the px slim became stuck. Therefore, the physician removed the px slim and successfully completed the procedure using another microcatheter, the same guide catheter and new coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was kinked approximately 42.0 and 146.0 cm from the hub. During functional analysis, the px slim could not be advanced pass the kink in the non-penumbra guide catheter. Conclusions: evaluation of the returned devices revealed that the non-penumbra guide catheter was kinked. This damage likely contributed to the resistance experienced during the procedure. Further evaluation revealed that the px slim was also kinked. This damage likely occurred due to forceful advancement into the damaged guide catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.